Event description:
Under physician care, the patient had a tilt test. The patient had a pause that was captured and identified as artifact and removed from the report. The report was amended and posted.